Event description:
Device report from (B)(6) reports an event in (B)(6) as follows: after inserting 130 degree pfna nail, the near cortex was reamed and an attempt was made to insert the pfna blade through the 130 degree aiming arm into the protection sleeve. The blade became stuck in the protection sleeve and could not be removed. The procedure had to be aborted. The pfna nail was removed and a dhs construct was implanted instead. After the procedure, several attempts were used to try to release the instrumentation but were unsuccessful. Upon review it appears that the blade was inserted into the protection sleeve in a non aligned position. This is 1 of 5 reports for the same event.

Manufacturer narrative:
Additional narrative: investigation coordinated by synthes (B)(4). Report received indicates the pfna blade was not inserted accordingly. Visual inspections noted the blade is completely twisted; therefore, seized up in the impactor. This event is a handling fault. It is possible that all other instruments became damaged during the removal attempt. The returned articles were analyzed for conformance to print specification and no abnormal findings were identified. No product fault could be detected. The manufacturing documents were reviewed and no complaint related issues were found.